Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur.

Event description:
It was reported a patient underwent a revision procedure of competitor products on (B)(6) 2016. During the procedure, it was found the driver was stripped.

Manufacturer narrative:
This follow-up report is being filed to relay additional information, which was unknown at the time of the initial medwatch. (B)(4). Examination of returned device found no evidence of product non-conformance. Review of the device was unable to confirm the reported complaint. Dimensional analysis found the device to be within specification. During the evaluation, wear was noted on driver, but no stripping as alleged. A definitive root cause of the event could not be determined.

Manufacturer narrative:
This follow-up report is being filed to relay additional information, which was unknown at the time of the initial medwatch.